Event description:
It was reported that during implant the pulse generator could not be interrogated. The device was not used. The patients condition was good after the implant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.